Manufacturer narrative:
We were unable to evaluate the product involved in this incident, since no components of the device were returned for analysis. Review of the device history record confirmed the device met mfg requirements prior to shipment. The most likely root cause classification consistent with the reported event is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
Same event as MFR # 3005188751-2012-00288. It was reported that during an atrial ablation procedure, a cardiac perforation and effusion occurred. The physician placed a non-sjm catheter into the cs and a non-sjm catheter into the his. He inserted a fast-cath introducer and a brk needle and noticed a high level of difficulty during transseptal puncture due to the pt's anatomy and highly elastic septum. A tendril sdx pacing wire was placed in the ventricular septum as reference for the navigation system. The inquiry optima was placed on the left side and the model and complex fractionated electrogram map were created with the ensite velocity system. The physician began ablating the left pulmonary pvs using the j and j celsius thermo cool with a maximum of 30 watts. After isolation of left side pvs, he noticed the cardiac silhouette on x-ray was not moving correctly. The pt's oxygen saturation lowered and the pericardium was checked for a pericardial effusion using echography and the pv ablation was completed. After electrical cardioversion, the physician noted the pt had bradycardia and the echo was checked once again which showed localized blood in the pericardium and a pericardiocentesis was performed. The pt is currently listed as stable.